Event description:
Rptr developed a class ii capsular contracture and malposition of the left implant. Burning pain began in 1990. She began having adverse reactions to some medications immediately after implants were placed. Rptr has also developed breathing problems, nasal congestion, anxiety attacks, extreme fatigue, memory loss, joint pain, flu-like symptoms, nausea, abdominal pain, aches and headaches. Her central nervous system is damaged, mimicking multiple sclerosis. She has silicone antibodies and high level reading for rheumatoid arthritis. Implant became malpositioned immediately after surgery. Right implant was also removed.